Event description:
We received notification that during a follow up in clinic, the patient with this pacemaker system exhibited intermittent loss of capture in this right ventricular (rv) lead. The patient reported dizziness when standing up and is historically dependent. Additionally, thresholds has been increasing overtime, no out of range measurements. The physician request for a reprogram, a two weeks monitoring and an x ray. Furthermore, the lead was surgically abandoned due to oversensing, noisy signals and pacing inhibition. No additional adverse patient effects were reported.